Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room complaining if dizziness. The patient was treated and released. The patient was found deceased at his home the following day. There is no allegation from a health care professional that suggests that the death was device related.